Event description:
It was reported that non-sustained rv oversensing episodes were observed in (B)(6) 2021. The oversensing, appeared to be post-sensed t-wave oversensing. No programming changes were made due to no recent events. Device will remain implanted and will be monitored. The patient was stable.